Manufacturer narrative:
Review of device history records show the lot released with no recorded anomaly or deviation. The warnings in the package insert state this type of event can occur. The user facility is foreign; therefore a facility medwatch report will not be available. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. (B)(4).

Event description:
It was reported the original procedure to implant the patient matched tmj was performed in 2014. The patient developed an infection around the tmj joint. It was stated the infection was not related to the implant. The surgeon would like to explant the fossa and the mandible as there is now a concern that there may be a biofilm around the joint. The plan is to replace the fossa & mandible with a spacer which has been impregnated with antibiotics and leave it in place for 6 weeks, then replace with a new identical fossa & mandible. The patient will be left in occlusion for the 6 weeks.